Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with skin-prep wipes. The patient¿s parent mentioned this was the second skin reaction that occurred at two consecutive arm insertion sites, and they had to remove this sensor early. The patient developed a rash, redness, pimples, and blisters extending beyond the sensor patch perimeter. On (B)(6) 2024, the skin reaction symptoms located on both arms progressed and he had itching sensation all over his body. The reaction was treated with over the counter topical and oral benadryl. On an unspecified date, the parent took the patient to an urgent care clinic. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).